Manufacturer narrative:
For the reported 3 events, lot numbers were not provided. Only one sample was returned for the investigation. Material puncture was identified for the device. 2 samples were not returned for investigation. Therefore, the investigation is inconclusive. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unk hickman t/l catheters chronic catheter allegedly experienced material puncture. These reports were received from various sources. All three events had no reported patient injury. Three patients were male; however, all other patient age, weight, and gender were not provided.